Manufacturer narrative:
Investigation conclusion: the report stated that after using the ECG monitoring electrodes for 10 hours, a blister appeared on the lower part of the patient's right shoulder. Additional information received on 30-sep-2021 stated that the patient was not treated with any medicine after the blister appeared on the skin. The medical staff did not know the reason for the blister. The patient used about 10 electrode pads and only one blister appeared. A device history record (DHR) review was performed for the reported lot number and shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related adverse trends were identified. Two (2) photographs were provided for evaluation. Visual inspection of the photographs confirm the report of skin irritation. Without testing of the physical device, a root cause cannot be determined. The actual device was discarded by the customer. A potential root cause for the confirmed skin irritation is an allergic reaction to one or more components of the electrode. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that after using the ECG monitoring electrodes for 10 hours, a blister appeared on the lower part of the patient's right shoulder. Additional information received on 30-sep-2021 stated that the patient was not treated with any medicine after the blister appeared on the skin. The medical staff did not know the reason for the blister. The patient used about 10 electrode pads and only one blister appeared.